Manufacturer narrative:
A root cause for the report of sepsis and subsequent driveline infection could not be determined through this evaluation. The patient remains ongoing on (B)(4). A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the patient was diagnosed with sepsis after blood cultures were positive for staphylococcus epidermidis. The patient was started on oral keflex. On (B)(6) 2015 new driveline site drainage was noted and a driveline infection was suspected. The patient's antibiotics were changed to ciprofloxacin and doxycycline. The patient's temperature ranged from normal to a low grade fever of 99.1 f. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 32 days. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.